Manufacturer narrative:
Device returned and evaluated by manufacturer. The shaft and the remainder of the device were inspected for damage. Visual examination showed no damage on the catheter shaft. The functionality of the device was checked by setting up the product per the directions for use. The device primed as designed. There were no issues with running the device. The device activated and was run for a period of 2 minutes in the blades up and down modes. No errors were noticed on the console. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported that the device was not spinning. A jetstream xc catheter, 2.4mm was selected for a lower leg angioplasty procedure. During the procedure, the device stopped spinning. The device was exchanged with another jetstream and the procedure was completed successfully. No patient complications were reported.